Manufacturer narrative:
Addendum to the initial report. This follow up is being sent to show the correct date received by manufacturer which is 01/12/2016 and not 01/12/2006 as originally reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records including an implant op report and implant tracking log as well as the attorneys legal claim provided to davol by the patient's attorney: (B)(6) 2004 - patient was diagnosed with stress urinary incontinence and a grade 3-4 cystocele status post hysterectomy who underwent a cystocele repair with implant of a bard/davol flat mesh and implant of a non bard/davol monarc transobturator suburethral sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.